Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a couple of severe low blood glucose events. The customer reported that she was hospitalized for a low reading, and another time she was low but was able to treat herself. The customer did not recall the dates of these events, but stated they happened sometime in 2006. The customer's readings ranged from 20 to 30 mg/dl. The customer stated she did not exercise. The customer reported that she was in a vehicle accident and was the driver. The customer stated that she ate candy and then lost control. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.